Event description:
It was reported to gore that the patient underwent endovascular treatment for a branched endovascular aneurysm repair with a thoracic cook custom device and a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that a 0.035" stiff guidewire was used, the catheter was held straight and the physician considered this as a standard case referring to the anatomy of the patient. It was reported that during advancement of the vsx-device in a 10 fr introducer sheath, it was noticed there was unintentional unraveling of the outer zipper. It was decided to remove the complete delivery system including the stent graft which was difficult, however two begraft bgp5710 were implanted successfully instead. There were no direct consequences for the patient, except a risk of a vessel wall trauma. The arteriography results were satisfying. There was no report of patient harm.

Manufacturer narrative:
Investigation summary: it was reported that during advancement of the vsx-device in a 10 fr introducer sheath, it was noticed there was unintentional unraveling of the outer zipper. It was decided to remove the complete delivery system including the stent graft, which was difficult, however two begraft bgp5710 were implanted successfully instead. Evaluation of the returned device indicates partial deployment of the outer zipper, and exposition of the distal shaft due to longitudinal shifting of the endoprosthesis towards the distal tip. The reported failure mode of unintended device deployment line unraveling is consistent with the findings of partial deployment of the outer zipper. The root cause of the observed exposition of the distal shaft due to shifting of the endoprosthesis towards the distal tip could not be established with the available information. The root cause of the reported and observed unintended device deployment line unravel could not be established with the available information. There was no blood or residue observed on the returned vsx device, suggesting that the device had not been introduced into the patient. This is consistent with the report that the partial unraveling of the device deployment line was ¿noticed¿, which could not have occurred after insertion of the vsx device. Based on the event description summary and the evaluation of the returned items, it doesn't appear that the partial deployment occurred as a result of the initiated deployment mechanism. Therefore, that would make the complaint non-reportable. The incident could not result in a serious injury if it was to recur, as the investigation results indicate the device didn't enter the patient. The reported information therefore no longer meets the definition of a serious incident in connection with the vsx-device and is therefore finally reported as a non-reportable incident.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an aneurysm aortic cross by branched endograft system with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that after placement of the vsx-device in an 10 fr introducer sheath, during the last operating step, the vsx-device (pahr131002e) was at the level of the aorta / subclavian artery bifurcation, but not in place and the system to keep the stent closed, looked enabled. It was decided to remove the complete delivery system which was difficult, however two begraft bgp5710 were implanted successfully instead. There were no direct consequences for the patient, except a risk of the lesion on the wall of the artery. The arteriography results were satisfying.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: other code: the medical device is available, but was not returned for further investigation yet. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further information was requested from the physician, but was not provided yet. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5 describe event of problem was updated. Correction: evaluation of the returned device indicates partial deployment of the outer zipper, and exposition of the distal shaft due to longitudinal shifting of the endoprosthesis towards the distal tip. The reported failure mode of unintended device deployment line unraveling is consistent with the findings of partial deployment of the outer zipper. The root cause of the observed exposition of the distal shaft due to shifting of the endoprosthesis towards the distal tip could not be established with the available information. The root cause of the reported and observed unintended device deployment line unravel could not be established with the available information, since this unintended device deployment line unravel could have occurred during advancement to the target lesion or during subsequent removal of the device, for which there was reported difficulty in the complaint description. Based on the event description summary and the evaluation of the returned items, it doesn't appear that the partial deployment occurred as a result of the initiated deployment mechanism. Therefore, that would make the complaint non-reportable. The incident could not result in a serious injury if it was to recur. The reported information therefore no longer meets the definition of a serious incident in connection with the vsx-device and is therefore finally reported as a non-reportable incident. This report is being retracted.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a branched endovascular aneurysm repair with a thoracic cook custom device and a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that a 0.035" stiff guidewire was used, the catheter was held straight and the physician considered this as a standard case referring to the anatomy of the patient. It was reported that after placement of the vsx-device in an 10 fr introducer sheath, during the last operating step, the vsx-device (pahr131002e) was at the level of the aorta / subclavian artery bifurcation, but not in the intended lesion of the left subclavian artery and it was noticed that there was partial deployment of the outer zipper. It was decided to remove the complete delivery system including the stent graft which was difficult, however two begraft bgp5710 were implanted successfully instead. There were no direct consequences for the patient, except a risk of a vessel wall trauma. The arteriography results were satisfying. There was no report of patient harm.